Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2009 due to dislocation. The liner was removed and replaced with a custom liner. Additionally, patient will need to undergo a revision due to a possible liner fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01921 / 01922).

Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date. A revision procedure was performed on (B)(6) 2009 due to dislocation. The acetabular liner was removed and replaced with a custom constrained liner. A subsequent revision procedure was performed on (B)(6) 2013 due to fracture of the locking ring. All components were removed and replaced with another constrained hip system.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."